Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and began testing the unit by letting the iabp run for about 2 hours. After testing, the fse reported that the unit worked fine and no alarms were activated. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.